Event description:
The suture was used during an unspecified procedure. Reportedly the suture snapped at the end of the loop causing a pt deshiscence. The pt was returned to the o.r. Where a re-operation occurred. Pt reportedly doing fine.